Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure on (B)(6) 2013. According to the complainant, the stent was intended to be placed as a bridge to surgery, within a rectosigmoid stricture. Reportedly, this was a "difficult case" as there was a complete occlusion in the flexural area and it took over one hour to pass a non-bsc guidewire through the anatomy. After the stent was placed, the user checked the stent via endoscope and noticed a perforation. The perforation was located on the normal mucosa a few inches proximal from the anus side of the implanted stent. Reportedly, the physician does not think that the stent directly caused the perforation, but it is thought that while the delivery system was being inserted, the distal tip of the delivery catheter was pushed with force, which might have caused the perforation on the intestinal tract wall. An emergency surgery was performed after the perforation was detected and a stoma was created. The stent remains implanted. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as a potential adverse event associated with the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.